Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has stopped hearing with the device in late (B)(6) 2022. When the user was seen for a fitting channels with abnormal impedances were found.

Event description:
The user has stopped hearing with the device in late (B)(6), 2022. When the user was seen for a fitting, channels with abnormal impedances were found. The user has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Explantation is considered but no date has been scheduled yet.

Event description:
The user has stopped hearing with the device in late february 2022. When the user was seen for a fitting channels with abnormal impedances were found.